Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was at 600 mg/dl with confusion and symptoms of dehydration. It was reported that the patient received unspecified treatments provided by medical personnel at the hospital. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that the display was dim and cannot be read/maneuvered safely. The reporter noted that there was no evidence of moisture intrusion in the pump. The reported display issue was not resolved by troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged dim display issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/25/2014 with the following findings:investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.